Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A no disposable alarm (nda) was reported with no patient affected. Device settings were reviewed; however, the alarm condition persisted. The caller reported that the clamps and connectors were taped, and closing the clamp could cause the tubing to disconnect. The pump was powered off. The event occurred in patient's home, and the operator was healthcare professional.